Event description:
It has been reported that self-test detected the option button is not functioning. This is the button used to access AED configuration. No pt use is associated with this event.

Manufacturer narrative:
(B)(4). Customer will not be returning device for evaluation. The AED is not going to be evaluated. This report is based on the information provided from the customer.